Event description:
On an unknown date in 2004, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014 the patient was admitted to the hospital due a type I endoleak. The patient was treated with a gore excluder aaa endoprosthesis component. The patient was doing well following the procedure.

Manufacturer narrative:
The manufacturing site was corrected and the appropriate manufacturer report number 2953161. Additional device involved in this event (lot# 0420902/pxc141400).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.